Manufacturer narrative:
The bhcg sample was collected off-site in a serum tube with a gel separator. The customer centrifuges samples on the automation line for ten minutes. Bhcg qc is performed twice per day. Qc charts, all three levels of bhcg qc have been within the customer's established ranges. A bci field service engineer (fse) inspected all fluid connections and the aspirate probes; no issues were noted. Fse discovered a brown residue on the reagent probes. Fse adjusted the tubing nut on reagent pipettor #1. Fse performed a high sensitivity system check which passed within instrument specifications. The fse performed a carryover test on the sample probe which failed. Fse replaced the sample probe and reran the carryover test which passed within instrument specifications. Although some hardware issues were addressed, a clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patients generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory. The original sample was retested on the same unit and alternate unit and lower results were obtained. Patient treatment was not impacted by this event.